Event description:
It was reported that the pt expired in 2007 after an implant duration of 9 days. It is unknown if the pt's death was attributed to the device as no other details were provided.

Manufacturer narrative:
Device not returned.